Event description:
Rn went into patient's room to start antibiotic and found multiple air bubbles in the primary tubing that the pump was letting pass through without the alarm going off. Turned off the pump, switched tubing and let ans, cn, and cspd know.